Event description:
Procedure type: lap gastric bypass. According to the reporter: no intraoperative complications occurred. During a post operative visit in 2007 the patient presented a stricture and was dilated about 2 weeks later. No ppi was administered. No further information has been provided. No patient injury was reported.